Event description:
It was reported that there was impedance >4000 ohms on all or some of the bipolar pairs. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.